Manufacturer narrative:
Due to character restrictions in block e1 event site telephone:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) had a automatic inflation failure, vacuum performance of the repair machine was low. The machine reported an error when it was turned on and could not be used normally. Unit was replaced. There was patient involvement and no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6-(type of investigation, investigation finding, investigation conclusion), h11. A getinge filed service engineer (fse) evaluated the unit and found that the drive valve group was faulty. The drive valve group and the battery was replaced. The equipment has passed all the inspections required by the factory. The equipment has been delivered to the customer and is ready for clinical use.